Manufacturer narrative:
(B)(4). The lot was manufactured from january 9, 2014 to january 10, 2014. Evaluation summary: the device was returned for evaluation with 64 ml of fluid in its bladder. Visual inspection found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was then performed, and the flow rate was found to be within the specification range of the product. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not fully deliver its initial fill volume of 267 ml (consisting of 92.56 ml of fluracedyl and 174.44 ml of sodium chloride) after the expected infusion time. The device was then connected to the patient for an additional 3 hours in an attempt to infuse the remaining solution, but the device still failed to fully deliver its contents. There was no patient injury or medical intervention associated with this event. No additional information is available.